Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) catheter separation; the analyst noted that the catheter separated approximately 48 cm from the distal end of the hub. There is evidence of stress cracking on one side of the slit catheter just proximal of the separation. It cannot be determined at this time, but the slitter alignment may have contributed to the separation; proximal segment returned and analyzed.

Event description:
It was reported that when slitting the catheter, having slit for about two-thirds of the way, the catheter snapped into two pieces, leaving about one-third of it still over the lead. This was cut with forceps and scissors before slitting could be continued on the remaining part of the catheter. No patient complications have been reported as a result of this event.